Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 10 days post closure of enterostomy in laparoscopic right colon resection, the patient experienced sepsis and bowel leak at staple line. They had to perform resection and enterostomy 14 days post procedure to resolve the case. The patient has moved to long term care, and her colostomy will be permanent.